Event description:
A site reported that a patient received laser hair removal treatment and that the patient responded with 2nd degree burns and blisters on the treated area. It was also reported that the patient sustained 1st degree burns on the front portion of her legs. The site reported that it believed the patient had sun exposure prior to treatment, despite denial from the patient.

Manufacturer narrative:
The product was installed at the user site on 12/23/2013. There has been one previous clinical complaint from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2014 with no issue found. A candela field service engineer inspected the unit and reported that the unit was operating within specification. The treatment parameters reportedly used by the operator were within the treatment parameters as recommended by candela's treatment guidelines. It is recommended by candela's treatment guidelines to not treat recently tanned skin. Based on what was reported by the site, prior tanning by the patient before the treatment may have been a contributing factor to the injury.